Event description:
It was reported that a patient underwent an initial hip replacement of an unknown side on an unknown date. Subsequently, the patient reported that the hip replacement "caused them issues". As a result, the patient reported undergoing a hip revision procedure 10 or 12 years later. No further patient impact was reported. No further information is available.

Manufacturer narrative:
D6a: unknown date in 2006 or 2008. D6b: unknown date in 2018. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.